Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on june 10, 2026 via social media that a mitraclip procedure was performed a little over a year ago to treat mitral regurgitation (mr). A mitraclip was inserted and placed on the valve. However, the clip was unable to be closed completely. A second clip was implanted, reducing mr. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.